Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter facility name: (B)(6) medical center. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, the drain fractured at the hub after the patient was sent home which resulted in undesired sensations. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter.